Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted when the mapping catheter orion was inserted into the sheath to check the backflow after the treatment that was performed using a farawave catheter. Mapping was performed and completed using sl0. No air was observed within the sheath when removing the dilator. The sheath was replaced, and the procedure was completed successfully with another device. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. No fluid leak nor air in patient was seen. Flow rate during irrigation was 50cc/hr. Air removal was performed by pulling the sheath back into the right atrium.

Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that air ingress was noted when the mapping catheter orion was inserted into the sheath to check the backflow after the treatment that was performed using a farawave catheter. Mapping was performed and completed using sl0. No air was observed within the sheath when removing the dilator. The sheath was replaced, and the procedure was completed successfully with another device. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.